Event description:
A surgeon reported that during insertion of an intraocular lens (iol), the haptic was noted to be broken. The lens was removed through an enlarged incision. The surgeon reported that at the time of removing the lens, an unspecified corneal disorder occurred. The lens was exchanged for the same model iol. Add'l info was requested.

Manufacturer narrative:
Eval summary - the product was returned for analysis, haptic and optic damage was observed. Solution with a small amount of blood was observed on the returned product. Results from the product history record review indicated the product met release criteria. The broken haptic was returned in the just past the loading area of the cartridge with a small amount of solution. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution with blood, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).